Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. It is unknown which inserter led to intervention, therefore the following sections could not be completed due to the lot information could be: lot number - 310800 or the part/lot information could be: lot number - 242030. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture or breaking of instruments has been reported.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a procedure to repair the 5th left radial collateral ligament on (B)(6) 2015. During the procedure, one inserter tip bent during insertion and another tip fractured off during insertion. As a result, the fractured pieces were removed from the patient. The anchor did not deploy properly. No additional drills had to be drilled.